Manufacturer narrative:
Updated section with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes to reflect failure analysis results.

Event description:
It was reported to philips that the battery for the device won't charge ((B)(4)). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received with all five led indicators illuminated and was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 16.02v. The battery was inserted into a known working mrx unit and was able to successfully deliver all attempted shocks with the delivered energy measuring within passing range. The battery was also successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, the reported issue could not be verified.

Event description:
It was reported to philips that the battery for the device won't charge (19105-0213-p). There was no patient involvement.